Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the increased intra-peritoneal volume (iipv) event. The cause was false empty detect and use error, initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:31:27. During night drain cycle one, the patient's ultrafiltration reading was 1185ml, indicating the home patient (hp) drained 1185ml more than their maximum programmed fill volume of 1500ml. No additional information is available.